Event description:
On (B) (6) 2010, the lay-user/pt contacted lifescan alleging that a one touch ultra 2 meter would not power on. The pt manages her diabetes with metformin and januvia. The pt indicated that the alleged issue started on (B) (6) 2010, at 10:00 am. The pt claimed that she developed symptoms of shakiness, agitation, and being off-balanced three days after the alleged issue began. The pt denied receiving treatment because of the alleged issue. The alleged issue was not resolved with troubleshooting. The meter, test strips, and control solution were replaced. Based on the info provided, this complaint is being reported due to the following conclusion: the pt claimed that she developed symptoms suggestive of severe hypoglycemia after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform the FDA of product(s) that do not pass inspection in a supplemental report.